Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2022. During the procedure, the seven bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and irrigation tube) was analyzed, and a visual evaluation noted that the handle had trip wire secured. The suture had six knots and in the distal side of the suture came cut, probably the knot was in the suture segment that was not returned. The returned irrigation tube was in good condition. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Since it was only the handle assembly and the irrigation tube were returned, and without proper evaluation of the device (ligator head was not returned), the cause of the reported event could not be determined. The most probable root cause of this complaint is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2022. During the procedure, the seven bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.